Event description:
It was reported via repair work order that the fowler was stuck half way up due to bent the fowler link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined that fowler was stuck half way up due to bent the fowler link.

Event description:
It was reported via repair work order that the fowler was stuck half way in an elevated position due to malfunction fowler ball screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.